Event description:
It was reported that about 7 weeks after implant the right ventricular (rv) lead had an increased threshold and diminished rwaves. An x-ray was done and no issue was observed. The rv lead threshold was reprogrammed and the lead remains in use. The patient will be remotely transmitting once every month and will be seen in the clinic in three months. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).